Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150600005, work order (B)(4) was manufactured on 20-jun-2013. 12 parts were manufactured per specification and all raw materials met specification. There was no scrap parts associated with this lot. There was 1 non-conformance, nc-031987 associated with this lot. On review of this nc it is related to a poly plug present in the undercut section of an attune fb tray. There is no correlation with this non-conformance and the failure mode of this pc.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 23 jul 2018. Medical records reviewed for MDR reportability. Patient underwent a left tka and was later revised for pain and recurrent effusions. Intraoperative findings were aseptic loosening of the tibial tray at the implant-cement interface. Osteolysis was also found along the proximal tibia. Doi: (B)(6) 2014; dor: (B)(6) 2017, (tray and insert only).